Event description:
It was reported that patient reported poor absorption and also experienced that the site becoming itchy, red, and swollen which led to high blood glucose, it was treated by changing the infusion set. The event occurred on (B)(6) 2025.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.